Manufacturer narrative:
There was no button error alarm. Intermittent button response was due to moisture damage keypad trace. There was minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot. There was a cracked reservoir tube lip, and cracked reservoir tube.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 23mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.